Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot/batch number has not been provided.

Event description:
Title: vacstent: combining the benefits of endoscopic vacuum therapy and covered stents for upper gastrointestinal tract leakage expander-based breast reconstruction. Authors: jonas lange, arno dormann, dirk rolf bulian, ulrich hügle, claus ferdinand eisenberger, markus maria heiss. Citation: endosc int open 2021; 09: e971¿e976; doi 10.1055/a-1474-9932. This pilot study assessed the first patients to receive the vacstent, a newly developed device. There were 3 patients with different clinical courses that were managed with the vacstent which included a (B)(6) woman who was implanted with a linx reflux management system (ethicon) 2.5 years previously. The other included patients were implanted with a non-ethicon device. Complications include severe dysphagia due to a stenosis induced by a migrated magnetic linx band. Device had to be removed for erosion, leaving the gastroesophageal junction (gej) with a full-thickness gap (n=1). In conclusion, these clinical cases demonstrate the applicability and efficacy of the vacstent in management of esophageal and anastomotic leakage. With its vacuum sponge, the stent fosters wound healing while the covered sems keeps the passage patent for nutrition.

Manufacturer narrative:
(B)(4). Date sent: 2/28/2022. H6 e2337 was removed from file.

Manufacturer narrative:
(B)(4). Date sent: 2/28/2022. Additional information: please be advise that this complaint is procedure related and not device related.